Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:19:26. During night drain cycle four, the patient's ultrafiltration reading was 1902ml, indicating the home patient (hp) drained 1902ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intra-peritoneal volume (iipv) condition the cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including the initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.